Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt's  controller was "broken" since awhile ago and the pt had visited with their manufacturer representative (rep) in person today and the rep told the pt to contact patient services to get a replacement controller. Pt said issues with the controller had been intermittent with issues occurring sometimes, but sometimes not occurring. Pt said they got the "trying to recharge" screen and then went into the "number screen" and sometimes got the "no device found" screen. Pt said sometimes the controller would just stop charging their ins and the pt said the controller would "cut off" (patient services specialist understood the controller went blank/unresponsive). Pt said they would unplug everything and wait and plug everything back in. Pt said their ins was now empty because of the controller issues. During the call, the pt heard a rattling noise from inside the controller. Pt attempted to recharge their ins, but got "no device found." Pt accessed passive recharge mode, but the controller eventually displayed "recharge the controller" screen and the pt said the controller batteries were at 100%. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received from the patient. Patient called back and stated they received the replacement controller and were able to pair to the implant but has not been able to recharge the implant. Patient keeps seeing no device found. Patient added they saw system problem rm03 on saturday and have felt recharger overheat twice before including 2 weeks before replacing the controller but thought it was due to sitting on the cord. An email was sent to repair to replace the recharger.